Event description:
It was reported that during procedure patient's pacemaker exhibited loss of capture, noise oversensing and pacing inhibition due to electrocautery. Noise reversion episodes were also noted. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.